Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter component damaged. The following information was provided by the initial reporter: on the 25th, the shrink membrane and joint of the disposable heparin cap broke during the process of connecting the infusion set to inject 5% glucose and sodium chloride injection. The liquid flowed from the fracture to the patient's clothes and chest skin. Replace with a new disposable heparin cap. , continue the infusion.

Manufacturer narrative:
1. No sample returned from the customer : 2. Review batch record information, 1) the complaint lot# 3136770 was produced in the prn automatic assembly line, the production date is 2023, 07, and the packaging machine was packaged in 2023,07, and the batch of products totaled 439.6k. 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Performed the leakage test and pull force test between sleeve stopper and adapter on the retained sample of complaint lot , the test result is pass , see the attachment 1 - test report of retained sample . 4. Root cause : due to no sample returned , the root cause cannot be confirmed . 5. The plant continue pay attention to this defect.

Event description:
No additional information provided.